Event description:
It was reported that the patient had a cerebral vascular accident post implant, and the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. It was reported that post implant the patient had a cerebral vascular accident. At the 45-day follow up, a transesophageal echocardiography (tee) and computed tomography (CT) scan revealed that the closure device did not have a full seal, with a leak of approximately 5.6mm. There was no intervention performed for the leak, and the patient will be monitored at the next follow up with a tee or CT.